Event description:
It was reported that the drain bags were not easy to clean so they gave patient had a urinary tract infection and the patient had bleeding. It was unknown what medical intervention was provided for urinary tract infections and bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed use related as reusing the contaminated bag. A DHR review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and state the following: directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfections or surface deterioration is observed, do not use. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. Unsnap hook. Position hanger on bedside rail near the foot of the bed using string or hook. Use sheeting clip to secure drainage tube to sheet. To empty bag: open- with thumb on top of device and finger under green lever, lift and rotate counterclockwise. Close-with thumb on green lever and finger on lever support bar, rotate lever clockwise. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the drain bags were not easy to clean so they gave patient had a urinary tract infection and the patient had bleeding. It was unknown what medical intervention was provided for urinary tract infections and bleeding.